Manufacturer narrative:
Analysis and testing was performed by the philips technical consultant (tc) who went on site. The tc checked in with biomed and went to the central telemetry unit where the issue was reported to have happen. The reported issue was that mx40 device with equipment label tel110 was assigned to bed 2b2-1 to a patient and at about 1:00 pm on march 19th, the patient's heart rate started to elevate but did not show any yellow or red banner alarms on central station tele6-2b-sv12 where the patient was admitted. The lead telemetry tech stated that the tech who experienced the issue yesterday was not able to see the yellow and red alarms on the station (surveillance 12) although the clinical audit logs showed that the patient in room 2b2-1 had an increased heart rate which caused a yellow alarm to display on 3 different central stations, tele6-2b-sv12, tele-2b1-ov11 as well as tele-flex-ov28. The tc found the device in question (tel110) and connected thepatient simulator to test it and then assigned it to the same surveillance 12 and overview 11 stations. The device functioned as expected and did display alarms on the picix system in both places. Based on the results of the analysis, no problem was detected, and the cause is unknown. The device is working per specifications. A review of the service history for this device shows the problem has not been reported again for this device.

Manufacturer narrative:
The field service engineer (fse) checked in with biomed and went to the central telemetry unit where the issue was reported to happen. It was reported to me that mx40 device with equipment label tel110 was assigned to bed 2b2-1 to a patient with mrn number 003975487 and at about 1:00 pm on march 19th, the patient's heart rate started to elevate but did not show any yellow or red banner alarms on central station tele6-2b-sv12 where the patient was admitted. The issue they had was that a were not able to see the yellow and red alarms on the station (surveillance 12). The fse connected the device to the patient simulator to test it and then assigned it to the same surveillance 12 and overview 11 stations. The device functioned as expected and did display alarms on the picix system in both places. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on an patient information center ix indicating that the unit did not alarm when the patient's heartrate was high. The device was in clinical use at time of event, no adverse event was reported.